Event description:
It was reported that the physician's handheld would not power on. All connections were checked, and both a hard and soft reset was performed, and the handheld would still not turn on. The non-working handheld, power cord, serial adapter cable, and software flashcard have been returned to manufacturer where analysis is underway.